Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hour, when it was removed from the infusion site for treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The unexposed portion of the soft cannula was observed to be torn and leaking 0.18 inches from the nail head, causing corrosion and insufficient battery voltages. The download data generated an 0x12, reset caused by low voltage detect, alarm. The internally torn and leaking soft cannula is confirmed as the cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.